Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net with an alert for out of range pacing lead impedance on the right ventricular lead. The patient was brought to the clinic for a follow up. Upon examination, the right ventricular lead was found with high capture threshold and high out of range impedance on both bipolar and unipolar pacing configurations. A chest x-ray was performed, and no lead fractures were observed. The physician tested the patient's cardiac conduction when pacing only in the atrium and found the patient had good conduction to the ventricle. In consideration of the patient's medical history, the physician decided to program the right ventricular lead off and continue to monitor the patient at this time. The patient was in good condition before and after programming changes with no reported issues.